Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s screen became gray and unresponsive, after which a replacement ilet was provided and the original device intermittently resumed function; the reported device problem concerned a display that was difficult to read and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display issue consistent with a display that was difficult to read and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.